Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During the left atrial fibrillation procedure a farawave catheter was selected for use. When attempting to cross the septum with the faradrive and farawave catheters, the team tried to advance the guidewire outside the farawave catheter, but it would not advance far. When they attempted to retract the wire, it was also difficult to move. As a result, the entire farawave system and guidewire were removed, and the wire was found to be stuck inside the catheter. A new catheter and guidewire were then used to continue the procedure. No patient complications occurred. The patient is expected to fully recover. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Event description:
During the left atrial fibrillation procedure a farawave catheter was selected for use. When attempting to cross the septum with the faradrive and farawave catheters, the team tried to advance the guidewire outside the farawave catheter, but it would not advance far. When they attempted to retract the wire, it was also difficult to move. As a result, the entire farawave system and guidewire were removed, and the wire was found to be stuck inside the catheter. A new catheter and guidewire were then used to continue the procedure. No patient complications occurred. The patient is expected to fully recover. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific concludes is unable to confirm cause of the reported clinical observation of guidewire stuck, difficult to advance guidewire and difficult to withdraw guidewire. During product analysis, the device passed all test performed, showing no evidence of the reported failure. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: upon receipt at boston scientific post market laboratory the device was visually inspected for any damage or defects that could have resulted in the load guidewire issues observed in the field. No observations were noted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and device was deployed to basket and flower position with no unusual resistance noted. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of guidewire stuck, difficult to advance guidewire and difficult to withdraw guidewire is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on all the available information the device problem excluded code was selected for the reported allegation. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.